Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the er420 was placed on the duct (prior to firing) and clips fell off of the device. The clips were recovered. A new er420 was pulled to complete the case. There was no consequence to the pt.